Event description:
(B)(4) report rec'd reporting a breakage/leakage incident with use of one 42368-01 36" arterial pressure tubing set. It was reported that attending clinicians"..connected arterial line extension tubing to existing setup, on connection, blood under pressure was noted spraying out of the extension tubing mid way along tubing. The extension was immediately removed and pressure applied, while waiting for a replacement. Pt lost approx 10cc of blood during this event. No other immediate or long term harm was caused." Device return: one used 42368-01 tubing was returned. MFR's investigation and analysis: visual analysis recorded a section of the tubing was damaged. The engineering analysis determined the damage appears to have been caused during the assembly bonding process where residual solvent inadvertently came into contact with that section of tubing and resulted in damaging the tubing material. A review of the mfg lot records for the reported lot #2501553 (mfg date 05/2012) shows (B)(4) units were mfg, tested and released.

Manufacturer narrative:
Conclusion: testing and analysis of the returned used (B)(4) confirmed component (tubing) damage and leakage. The complaint investigation and findings were communicated to the applicable engineering, assembly, qa and support teams for their awareness, and f/u actions. The applicable assembly and inspection procedures, tooling and fixture equipment were evaluated and appraised to determine whether add'l instructions or equipment modifications were needed to address the findings. Their findings confirmed the root cause was attributable to the mfg assembly process and specifically to human error. This report and the associated data have been entered in the mfrs complaint database for monitoring and trending.